Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had no improvement in their bowel symptoms and only had improvement in their urinary symptoms since implant on (B)(6) 2015. The patient's last appointment was their post-surgical follow-up appointment which was last year. The patient tried over the counter medications to resolve their bowel symptoms, but so far nothing had seemed to help. The patient had not contacted their health care provider (hcp) as they were hoping it would get better, but it had gotten worse. The patient now understood after talking to a manufacturer representative that the procedure was never intended for their bowels. The patient should have asked more questions and researched the product. The patient had had medical issues for a year such as tremors and other issues. The patient turned the device off and the tremors stopped and they turned it back on and the tremors returned. The device was off now and the patient planned on having the device removed as soon as possible. The patient's hcp strongly recommended it be removed. The indication for use for this patient was gastrointestinal/pelvic floor.